Event description:
This event was inappropriately reported. The event occurred during the implant procedure, and as such it could not have caused serious injury to the patient.

Manufacturer narrative:
The field experience of no communication was verified in the laboratory. The device could not be interrogated as it was in hardware reset. The power on reset was caused by a low battery voltage due to many high voltage charges.